Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable and wall adapter, and caller had not yet tried leaving adapter plugged into a known working outlet for an extended time. There was no reported impact to the customer¿s blood glucose level. Customer later followed instructions to plug adapter into a working outlet, and when pump still did not appear to charge, customer performed pump reset with guidance from technical support, after which battery displayed full charge and pump continued to function without shutting down, so no further assistance was required.